Event description:
It was reported that during a stenting procedure of a 23mm long concentric, de novo lesion in a moderately calcified, moderately tortuous, 90% stenosed , proximal and mid portions of the left anterior descending (lad) coronary artery, after placement of two non-abbott guide wires and lesion pre-dilatation, a xience xpedition stent delivery system (sds) was advanced to the lesion. Prior to the balloon inflation blood was observed inside the device between the hub and inflation device. The device was removed and another xience xpedition 3.0x23mm sds was deployed successfully. To complete the procedure, the stent was post-dilated with an unspecified bdc. There were no reported adverse patient sequela and no reported significant clinical delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue, joker; guide catheter: taiga 7fr ebu35. The device was returned for evaluation. The reported hub leak was not confirmed; however, there was a tear/leak in the shaft. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for leaks or shaft damage/torn material reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.